Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, and the reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one-piece with the helix extended and clogged with blood/tissue. X ray inspection of the connector region found the inner coil over torqued consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and over torqued of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer report number: 2017865-2025-00361. It was reported during in clinic follow up that the right ventricular lead exhibited high capture threshold. During lead revision, the right ventricular lead helix could not be re-extended and the atrial lead was discovered to be creased. Both leads were replaced successfully. There were no patient consequences.